Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error and prompted to rewind. Blood glucose level at the time of the incident was 248 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm.